Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the stored electrograms had possible electromagnetic interference along with one possible episode with t-wave oversensing. During electromagnetic interference there may have been loss of pacing. The device and right ventricular lead remain in use. No patient complications have been reported as a result of this event.